Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker exhibited intermittent noise over-sensing which resulted in high ventricular rate and pacing inhibition. Programing changes were made. There were no patient consequences.